Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, it is noticed that foreign body adheres to the iol, possibly residue from the cartridge according to physician. Foreign matter can be rinsed away and sucked off. As per the nurse, the problem occurs for about 3 months in irregular intervals. There was patient contact but no patient impact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Seven used cartridges were returned. The used cartridges were numbered 1-7 for evaluation purposes. The used cartridges were microscopically examined. Five of the used cartridges exhibited a lack of viscoelastic. The used cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the cartridge tips. The lens diopters were not provided. It cannot be determined if they were qualified for use. A qualified handpiece and viscoelastic were provided. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridges, the reported foreign material may have been internal coating material from the damaged cartridge tips. Five of the cartridges did not appear to have adequate viscoelastic. Per the instructions for use (IFU): the company device delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company device iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received that there was no patient impact. No issues detected during implantation. No replacement was received yet.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).